Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken introducer is confirmed; however, the exact cause remains unknown. One 2 fr perqcath catheter and one green peel apart microintroducer were returned for evaluation. The catheter was returned split at the proximal end of the catheter near the strain relief sleeve. The split surface was observed to be smooth and even which suggest the catheter was likely intentionally cut. The two green peel tabs were observed to be connected; however, the white sheath in between the green tab stem was partially peeled. The distal section of the sheath was not peeled. Microscopic observation of the distal tip of the sheath revealed significant material deformation. The sheath tip was bunched in uneven sections. The deformation observed is consistent with damage caused by advancement against resistance. Advancement against resistance may have contributed to the splitting of the sheath at the proximal end. The product instructions for use (IFU) states, ¿grip only the needle hub during insertion. Do not apply excessive pressure to the wings. Perform venipuncture and observe for flashback. Holding the needle stationary, advance the excalibur introducer* sheath into the vessel by pushing forward.¿ movement of the needle and advancement of the sheath against resistance are likely contributing factors. The photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation: complaint due to ¿introducer broke in the proximal part¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross visual, microscopical visual performed at vad lab the following was concluded: the green tabs of the excalibur introducer were found to be connected; however, the white sheath partially peeled and deformed at its radius distal tip. Damage during the packaging process may be a potential root cause/contributor to the observed damage. However, no findings from the DHR review indicated a manufacturing/processing related event. Possible contributions factors: risks of damage during clinical procedure, handling or use etc. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) of rect0098 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer broke in the proximal part with no possibility of introduction into the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0098 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer broke in the proximal part with no possibility of introduction into the patient.